Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of sheath liner punctured was confirmed through review of the returned procedural imagery . As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR, lot history, and complaint history did no t provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies . Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the reported event, ''patient presented mild degree of access vessel calcification and tortuosity. During procedure, when advancing the commander delivery system through the esheath, the delivery system exited the esheath approximately at mid-point. The implantation of the s3u 26mm continued, and was successful. The delivery system was removed with no issues. The esheath appears to have split along the seam... No undue push force was noticed and anatomy was good calibre with no tortuosity.'' Per review of provided procedural imagery, the distal end of the delivery system appears to be located outside the sheath shaft. In the provided video, the frame moves down along the access vessel, towards the aortic bifurcation region, and shows the delivery system flex shaft located within the sheath. The crimped valve was not visible in the provided imagery. Although ''no tortuosity'' was mentioned, mild tortuosity and calcification were reported. Tortuosity can subject the sheath to sub-optimal angles that can lead to non-coaxial advancement of the delivery system. Non-coaxial advancement increases interaction between the delivery system, crimped valve, and sheath, which can lead to the crimped valve catching onto the liner and tearing it upon advancement. Calcification can have a similar affect as tortuosity and can also reduce the vessel diameter, creating a constrained condition and increasing further interaction between the delivery system, crimped valve, and sheath during advancement. In addition, sharp calcified nodules along the access vessel may come in contact with the sheath and damage the liner, leading to a liner tear or puncture. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (valve caught on liner) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device was discarded.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of an implant of a 26mm sapien 3 ultra in the aortic position by transfemoral approach. Patient presented with mild degree of access vessel calcification and tortuosity. When advancing the commander delivery system through the esheath, the delivery system exited the esheath approximately at mid-point. The implantation of the s3u 26mm continued and was successful. The delivery system was removed with no issues. The esheath appeared to have split along the seam. There were no resulting vascular or closing complications. No undue push force was noted and the anatomy was of good caliber with no tortuosity. The patient outcome was successful.